Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned from an unspecified clinical setting to the clinical engineering department with a report of the bolus cord did not deliver when the button on the bolus cord was pressed. The bolus cord had been connected to an unspecified gemstar pump to deliver an unspecified medication. No specific patient information, pump programming, or event details were available. At an unspecified time, the customer contact reported that the device did not deliver a dose when the button on the bolus cord was pressed. The customer contact indicated that the device never worked from the beginning. No specific details were provided. The device was replaced. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No additional information was provided.